Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and was transported to the hospital. The implantable pulse generator (ipg) failed to pace and right ventricular (rv) increased and high thresholds. The device was interrogated and pacing was resumed after increasing the rv lead output. Shortly after, the patient experienced respiratory arrest and despite resuscitation efforts, the patient died.